Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -11.50/+1.5/128 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. It was reported the surgeon used the wrong axis for implantation with no adverse events. Later the surgeon exchanged the lens with a same model/length/power but different axis on (B)(6) 2021 and this resolved the problem. The cause of the event was user error.